Manufacturer narrative:
This report is submitted on august 31, 2017.

Event description:
Per the clinic, the patient's device was electively explanted on (B)(6) 2017 due to poor performance and non-use. The patient was re-implanted with a new device during the same surgery.